Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown).according to the complainant, the system "skipped" the seal integrity check and proceeded straight to the heat up phase after the hysteroscopy phase. The procedure was aborted and a second genesys hydrothermablation procerva procedure set was used to successfully complete the procedure. There were no patient complications reported as a result of the procedure. The patient's current condition is reported to be "fine." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown).according to the complainant, the system "skipped" the seal integrity check and proceeded straight to the heat up phase after the hysteroscopy phase. The procedure was aborted and a second genesys hydrothermablation procerva procedure set was used to successfully complete the procedure. There were no patient complications reported as a result of the procedure. The patient's current condition is reported to be "fine." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.